Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received, and the reported lot number was confirmed from the packaging label. The device was returned together with a microcatheter. There were no anomalies noted to the microcatheter. The stent was found to be deployed and deformed. The distal part of the sdw (stent delivery wire) was found to be kinked/bent. The stent introducer sheath was not returned. Functional testing was not required as the as reported stent deployed prematurely during use was confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. Additional information provided by the customer did not indicate any issues noted prior to using the device, and the device was prepared as per dfu instructions. The anatomy was reported to was severely tortuous. The customer reported the device disconnected from the guidewire in the patient. The device was caught and replaced by an another stent. It is probable that while attempting to transfer the device from the microcatheter into the intended site, resistance was noted and the user continued to manipulate the device causing the subject stent to deploy prematurely and also causing the damage noted during device analysis. Severe tortuosity may have contributed to this event also. Product analysis found the subject stent was returned deployed and was noted to be deformed. The sdw (stent delivery wire) was confirmed to be kinked/bent. The stent introducer sheath was not returned. An assignable cause of procedural factors will be assigned to the as reported and as analyzed event of stent deployed prematurely during use and the as analyzed events of sdw kinked/bent and stent deformed as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, the stent (subject device) disconnected from the guidewire. The subject device was caught, and the physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the stent (subject device) disconnected from the guidewire. The subject device was caught, and the physician replaced it with a new device and continued the procedure without clinical consequences to the patient.